Event description:
It was reported that during a percutaneous transluminal angioplasty. A balloon rupture occurred. The 75% stenosed target lesion was located in the calcified pulmonary artery. A non-bsc guide wire was used to cross the lesion and then an unspecified balloon was used for predilatation. The 7.0x20, 75cm mustang balloon was to be used to dilate the lesion it was inflated and ruptured at 12atms. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).